Manufacturer narrative:
The investigation determined the event was due to a lack of internal maintenance of the water quality as no further issues were reported after the customer's service actions. The investigation did not identify a product problem.

Manufacturer narrative:
The reagent lot number was 71869701. The expiration date was requested but was not provided. After changing the probes and cleaning the water reservoir, the customer had no further issues. The investigation is ongoing.

Event description:
There was an allegation of a questionable creatinine result from the cobas integra 400 plus analyzer. The initial result was 110.5 mmol/l and was repeated as it did not fit the history. The repeat result was 87.6 mmol/l. Information was not provided to determine if the questionable result was reported outside of the laboratory.